Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated nurses were getting low flow on their arctic sun device, so they swapped the device out. Biomed trying to troubleshoot the device, s/n # (B)(6). Confirmed biomed did not have pads connected, had biomed remove shunt tubes. Informed biomed to place the device in manual control. Water flow rate (wfr) was 0 l/min, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, system hours 6,292, and pump hours 5,178.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. It was reported that biomed stated nurses were getting low flow on their arctic sun device, so they swapped the device out. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid.

Event description:
It was reported that the biomed stated nurses were getting low flow on their arctic sun device, so they swapped the device out. Biomed trying to troubleshoot the device, s/n #(B)(6). Confirmed biomed did not have pads connected, had biomed remove shunt tubes. Informed biomed to place the device in manual control. Water flow rate (wfr) was 0 l/min, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, system hours 6,292, and pump hours 5,178.